Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a cement packaging issue. There were several 40g hv cements where the inner package was scaled to the outer non-sterile package, so the cement could not be used. There was no surgical delay.